Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer called to discuss insulin pump warranty. During this call she mentioned she was hospitalized, because her insulin pump stopped working and had high blood glucose. The customer is unsure when the hospitalization occurred. The customer was wearing the insulin pump at the time of hospitalization. Customer stated her insulin pump stopped working and caused the hospitalization. The customer's blood glucose was unknown.